Event description:
It was reported that after da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was found to have defect at the jaws. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly. The instrument passed the bumper test. The bipolar energy cord was connected to an in-house integrated electrosurgical unit (iesu) or erbe generator and passed recognition as an energy device in several positions. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.